Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: system 1: 02:11 = 518 mg/dl, 02:12 = 500 mg/dl, 02:13 = 563 mg/dl. System 2: 02:14 = 279 mg/dl, 02:15 = 252 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.